Event description:
A report was received via social media that the patient was experiencing pain in both leg and back which causes the patient to walk with a cane and was unable to drive anymore. The patient was placed on pain medication. No further information could be obtained.